Event description:
This lead is out of service due to high pacing impedance of 2600. Physician had concerns if the lead would work when needed. We did a dft to test. 40 j failed 2 times and shock impedance was greater than 150 on the first and 109 on the second shock. The device was deactivated and patient is being transferred to an extraction center down town. Device is turned off but still implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.